Event description:
It was reported that the customer's insulin pump had a blank screen after changing the battery due to a low battery alert. The customer's blood glucose was 121 mg/dl. Troubleshooting was done. The customer stated that the insulin pump was neither dropped, bumped nor exposed to moisture. The customer stated that the battery compartment and spring were neither damaged nor corroded. Advised customer to insert the new aaa alkaline battery, and the customer stated that the display returned. Advised customer to discontinue use of the insulin pump and follow the back-up plan per healthcare provider's instructions. Advised that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
The pump powered up properly, and no blank display was noted. The pump was received with normal operating currents. No damage was found on the lcd isolation tape. The pump was programmed, and monitored. No unexpected check settings, reset, or weak battery alarms were occurred. The pump passed the self test. No alarms occurred during testing, but an alarm was found in the alarm history file due to a corrupted history file. The pump passed the error test. The pump also had a cracked reservoir tube lip, cracked battery tube threads, a cracked case at the display window corner, minor scratches on the lcd window, and a scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.